Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified, 90% stenosis and tortuous lad lesion. The device was inspected before use with no issues noted. The lesion was pre-dilated. Some resistance was encountered during advancement of the stent, it was removed to further dilate the lesion. Excessive force was not used. It was reported that the stent was damaged due to the vessel tortuosity. The physician crossed with another resolute integrity stent. No patient injury.

Manufacturer narrative:
Initial reporter phone number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.